Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and he did not found blood in the system. Fse calibrated blood back alarm circuit as part of preventive maintenance and complete pm with full calibration, unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported blood detected alarm and the intra-aortic balloon pump (iabp) shut down while in use on a patient. The customer switched to second iabp to continue therapy. After 20 minutes second iabp had maintenance code # 4 issue. Reported this event separately. The customer switched back to pump 1 and pump was tested ok after powered back on. No patient injury or harm reported. No adverse event reported.